Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that caller experienced inflammation and a wound at the insertion site while wearing the infusion set. The caller reported the he had left his steel cannula inserted for longer than 3 days and experienced inflammation. The caller reported that the hospital treated the inflammation/wound on his insertion site (stomach). The type of treatment provided was unknown. The lot number was not provided. The infusion set was requested to be returned for product evaluation.